Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 25-sep-2020. This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure (batch no. 626294) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding") and dysmenorrhoea ("dysmenorrhoea"). The patient was treated with surgery. Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea and menorrhagia to be related to essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4) ) on 25-sep-2020. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure (batch no. 626294) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("heavy menstrual bleeding") and dysmenorrhoea ("dysmenorrhoea"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, heavy menstrual bleeding and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea and heavy menstrual bleeding to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: this case report was updated with follow-up information from record 2020-074694 (B)(4) , identified as duplicate case of this case (retained): new date when case information was initially reported via regulatory authority aemps is (B)(6) 2020. Essure was removed on (B)(6) 2019 due to abdominal pain. Further reference information was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4) on 25-sep-2020. The most recent information was received on 05-oct-2020. This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure (batch no. 626294) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding") and dysmenorrhoea ("dysmenorrhoea"). The patient was treated with surgery. Essure was removed on (B)(6)2019. At the time of the report, the abdominal pain, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea and menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.